Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner was previously returned to pentax medical from a customer on 19-sep-2019. Inspection of the device was performed on 25-sep-2019 where the quality control inspector found the following: suction arm loose, hole in # 4 remote control button cover, leak at # 3 remote control button cover, failed wet leak test, failed dry leak test, hole in # 3 remote control button cover, hole in # 1 remote control button cover, control body mild corrosion inside. Inspection of the suction arm was performed, and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to inventory upon completion. Parts replaced: remote control button(1)pb_free, r.c. Button(3) pb-free, r.c. Button (4) pb-free, suction nipple. The endoscope was repaired, and approved by final qc on 10-oct-2019.